Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) and calcified leaflets for a mitraclip procedure. During the procedure, a mitraclip was aligned with the leaflets and was able to be placed successfully. The leaflet insertion assessment and imaging showed that the leaflets were inserted 6mm inside of the clip and the clip was deployed. After a couple of heart beats, a single leaflet detachment (slda) occurred and the clip was no longer attached to the posterior leaflet. It was then identified that the posterior leaflet was torn and remained within the clip arms. The mitraclip remained attached to the anterior leaflet. There was no more sufficient space on the mitral valve to place an additional clip so the procedure was discontinued. The final mr remained at grade 4. There were no clinically significant delays.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.